Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump speaker was no longer working. Reportedly, the customer had the volume set to high and was unable to hear the pump beep. The customer's blood glucose level was 150 mg/dl. Reportedly, the customer has novolog and levemir available as alternate insulin therapy.